Manufacturer narrative:
Additional information was requested from the customer but was not provided. Calibration and quality controls were found to be acceptable. A general reagent issue could be excluded as a cause of the event. Although the investigation was unable to determine a root cause, the problem was most likely due to a pre-analytical issue.

Event description:
The customer alleged they received a questionable phosphate (inorganic) ver.2 (phos) result for one patient in their integra 400 plus analyzer. The patient's initial phos result was 13.32mg/dl and it was reported outside the laboratory. The doctor did not believe the result and requested that the sample be repeated. The sample was re-centrifuged before repeating as the customer found a clot in the sample. The repeat result was 2.87 mg/dl and it was reported outside the laboratory. There were no adverse events. The phos reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).